Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe generator due to recurring error c 34. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe generator was analyzed and found issue was confirmed using system logs. Log review showed recurring errors c 37, c 38, m 18, m 11, c 30, and c 43, and recurring c 34 on different date. During testing, the unit displayed error c 37 at startup, while erbe logs recorded m 31, m 11, and c 00. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause of this error is attributed to a faulty electrical component inside the erbe generator.

Event description:
It was reported that during a da vinci-assisted surgical procedure, intuitive surgical inc. (Isi) representative reported that had an erbe error c-34 preventing activation. Technical service engineer (tse) recommended using classic coag mode; however, the issue persisted. Tse had customer power cycle and hard cycle the integrated electrosurgical unit (iesu); however, the issue persisted. The procedure was completing with third party iesu with no reported injury.